Manufacturer narrative:
Section a3b: unknown; information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded lens was explanted because the patient complained of no vision improvement, struggles to read street signs and tablet. The lens was removed and replaced during a secondary surgical procedure with another same model j&j lens. The patient's visual acuity pre operative was 20/30-1 and post operative now 20/20, and they have fully recovered. No further injuries or interventions are required. No further information is available.